Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It is reported disconnection. Event description: pt called me in to room to show me that his tubing had come unscrewed from his PICC line. Tubing was connected via new chemo tubing connectors and blue cover was intact. Only sodium bicarb was running, pt states he guesses it had been off for about half an hour, sheets moderately wet. Fluids paused.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.